Event description:
Patient had a midline catheter in left upper arm. Patient was getting bathed/dressed with patient care technician (pct) when his arm started bleeding. There was not tugging/pulling on IV tubing; however, when patient sat at side of bed the midline catheter came apart. Midline catheter was then pulled and peripheral line was started. Patient was not harmed in incident.